Manufacturer narrative:
Correction - the manufacturing site information was updated in section g1. The test strip procode was updated in section d2b.

Event description:
It was reported the patient received the following results within 15 minutes: 450 mg/dl (system 1). 450 mg/dl (system 2). 257 mg/dl (system 1). 257 mg/dl (system 2). 130 mg/dl (system 1). 130 mg/dl (system 2).

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.